Event description:
It was reported that pump experienced repeated malfunction alarms with code malf 12, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and would rely on alternate insulin method if necessary, and technical support arranged shipment of replacement pump.